Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for failed battery test was performed. Customer advised the battery life is low and the failed battery test issue remained unresolved. Customer was advised to monitor the insulin pump. The insulin pump was not returned for analysis.